Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
The customer reported a spill inside the drawer and outside the footprint of the alinity m system. The customer was wearing personal protection equipment including gloves and labcoat for cleaning the drawer and the mineral oil that spilled around the system. No injury and no accidental exposure to liquid when event occured.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).